Event description:
On (B)(6) 2013, it was reported that the insulation was found to be scraped off of the thoracic grasper instrument during a da vinci si surgical procedure. The reporter presumed the piece is still in the patient and was not retrieved. On (B)(6) 2013, intuitive surgical, inc. (Isi) spoke with the site's robotic coordinator. She stated that the reported issue was identified after the instrument was removed out of the patient. The instrument reportedly was inspected prior to use and no scraping was observed. She indicated that it is presumed that the material was left in the patient and that the surgeon decided not to look for the scraped off material. The robotics coordinator is not aware of the patient experiencing any post surgical complications due to the retained insulation material.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. The system logs revealed that the reported instrument has only been used once on (B)(6) 2013. On (B)(6) 2013, isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, this complaint is being reported because it cannot be confirmed if any of the scraped off material was left in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed that the main tube insulation exhibited damaged along the distal end. The insulation was found with several gouge marks and deep scratches within the area. Marks were short in length and were not axially aligned with the main tube. The main tube also exhibited a couple of different damaged sections with the tube insulation removed. Material was missing. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.